Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer experienced an elevated blood glucose (bg). Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Reportedly, the customer momentarily stopped eating and drinking to address bg level. The customer reverted to an alternate method of insulin therapy.